Event description:
It was reported that the lead became dislodged within 24 hours of implant after the patient was lifted by the armpits. Attempt to reposition failed as the helix would not extend after intial retraction to do the repositioning. The lead was removed and a new lead implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed.